Event description:
Information received indicates, the siderail will not latch.

Manufacturer narrative:
The technician found, the siderail latch handle was bent which prevented the latch block from sliding. The technician straightened the latch handle to repair the bed.